Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted to treat stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with hysteroscopy and dilation and curettage due to sui and postmenopausal bleeding. It was reported that the patient underwent intra-abdominal washout & exploratory laparotomy with small bowel resection x2 on (B)(6) 2011 due to perforated small bowel following a dilatation and curettage. (B)(4).

Manufacturer narrative:
It was reported that patient underwent excision of mesh on (B)(6) 2012 dr. (B)(6) at (B)(6).